Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. . The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. The medical team reported this event to by possibly related to the device. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding is a known inherent risks associated with use of the device. Clinical factors that may have contributed to the reported event include device-required anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that this patient was admitted to the hospital for treatment of anemia related to gastrointestinal bleeding. The patient presented with 2-3 day history of pre-syncope, "whole-body heaviness", generalized fatigue, and blurry vision. Rectal examination revealed a fissure and guaiac stool test was positive for occult blood. Neurology was consulted and determined that the patient's near syncope was due to symptomatic anemia. Coumadin was held and the patient was transfused a total of 3 units packed red blood cells (prbc's); however hemoglobin levels continued to drop. The patient was transfused 3 more units prbc's. Nuclear medical bone scan revealed pooling of radionuclide in the left abdomen involving the small bowel loops. As a result interventional radiology recommended medical management and holding off on angiogram for slow bleed. The patient was transfused an additional 2 units prbc's. On (B)(6) 2014, coumadin was restarted, but the patient declined a heparin bridge. The patient's hemoglobin continued to drop so he was transfused again on (B)(6) 2014. The patient was discharged home on (B)(6) 2014 with the acute bleed reported to be resolved.

Manufacturer narrative:
Correction: relevant tests/lab data - the correct date for inr 1.6, hgb 8.9 g/dl, hct 29.0% is (B)(6) 2014. Correction: serial number and expiration date. Additional information indicates that the primary investigator reported that the event was related to the study device and to the patient's condition. Updated conclusion: the device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications and the patient's history of recurrent anemia and bleeding. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.